Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display screen was cracked, rendering the touchscreen unresponsive and preventing interaction with the device. Symptoms included no adverse clinical effects. Outcomes included device interruption requiring replacement and instructions to shut down the device, with continued glucose monitoring via the cgm application or receiver. Investigation included technical support triage, confirmation of the damaged screen via photo, and coordination of device replacement and data return instructions. Investigation of this case revealed physical damage to the user interface component consistent with a broken display, with no evidence of alarms or other device malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.